Manufacturer narrative:
The needle was not returned for investigation. The needle manufacturing records were reviewed and no related deviations or concerns were found. Skin burn is a known adverse event and documented in the product labeling. The patient was treated with topical ointment and no further injury was reported. The IFU instructs the user that is important that a patient's skin is protected from direct contact with needle tubing to avoid the potential for thermal injury to the patient. When preparing to conduct a cryoablation procedure, position the cryoablation system in a manner to avoid draping the tubing across the patient. Ensure an appropriate insulating barrier is placed as needed (such as towels) or other method is employed to prevent needle tubing from touching a patient's skin.

Event description:
Immediately after a renal cryoablation case, the physician noticed a burn on the skin of the patient close to the isolation sheath due to contact with the skin. Clarification was received that the burn was caused by frost on the grey tubing of the needle. The patient was treated with topical ointment. The needle was not returned for investigation.